Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) had no record of a shock being delivered, and had no record of shock impedance. This device has been in service for approximately 2.5 years. A boston scientific crm technical services (ts) consultant discussed that induction testing had not likely been performed at implant, and indicated that a post implant shock had not likely been required. Ts recquested that a save to disc be obtained and returned to boston scientific crm for evaluation. To date, there have been no reported patient symptoms associated with this clinical observation.